Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle was revealed to be a mixture of organic silicone and protein. Based on other detected components, it is likely the organic silicone is of chemical origin, while the protein is of human origin. It is likely the foreign material remaining is due to insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when the endoscope was stored. The event is detectable/preventable by handling the product in accordance with the following IFU: gif-xz1200 IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.